Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a rectopexy procedure, there were ten tacks that was used on the procedure and cannot be removed. The patient suffered from lower-back pain and nerve pain living on morphine and other painkillers.